Event description:
Info received indicates the foot hi/low function is drifting.

Manufacturer narrative:
The tech found the check valve was not holding on the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.